Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 1/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/22/2015 with the following findings: during visual inspection of the pump it was observed that the pump was returned with moisture in the battery compartment. A leak test was performed and failed due to a crack in the battery compartment from the top traveling to the bumper. When the pump was opened, moisture was found on the printed circuit board and on the piezo. Unrelated to the original complaint, it was observed that the bolus button cover was torn but it was still operable. The display was dim and the letters had a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.